Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t-wave oversensing triggered an alert. The oversensing alert was turned off and the recommended program changes will be made at the next follow-up. The reported adverse consequence was the patients physically difficult transport to the hospital.

Event description:
New information received indicates that programming changes were made, and another instance of post-paced t-wave oversensing was observed when the asymptomatic patient presented in-clinic for a follow-up. Further programming changes were made.

Event description:
New information received indicates that programming changes were made.